Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the sensing test, no sensing value is displayed. It was also reported that p waves are clearly seen when in aai mode. The lead is still in use. No patient complications have been reported as a result of this event.